Event description:
Spinal stimulator stopped working after being implanted. Lead fractured. Implanted in 4 years ago. Ipg and lead replaced. Unknown whether the device was sent to the manufacturer or discarded.